Event description:
It was reported that during routine preventative maintenance testing, the biomedical engineer found the ventricular and/or atrial output and rate could not be adjusted. There was no patient involvment.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment. The encoder flex was not sealed in the connector and the rate encoder pins were bent and the flex was torn from the pins. The lower case, ring and side bail covers were broken, and the customer had opened the device and then put it back together with the liquid crystal display (lcd) and case screws reversed. The battery contacts were also found to be compressed. It was also noted that the battery drawer was broken, the serial number label was torn, the lcd display had pixel bleeding, and the silicone had been removed from the board connector cables and keyboard flex.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.